Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens implant procedure, an unplanned vitrectomy was required. The vitrectomy was not working. They turned the machine off and on again and then completed the surgery. It was later discovered that the wrong vitrectomy probe was selected. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. The customer reported that during a cataract extraction with intraocular lens (iol) implant procedure, an unplanned vitrectomy was required. The vitrectomy was not working. The system was turned off and on again. The surgery was then completed. It was later discovered that the wrong vitrectomy probe was selected. Additional information was requested, but was not available. The company service representative examined the system and confirmed with the company sales representative that the customer had selected the wrong vitrectomy probe type on the system. Unrelated to the event a touch screen problem was noted. The touchscreen was going out of calibration periodically and was replaced. The vitrectomy function was tested and reviewed with the hospital staff. The system was then tested and met all product specifications. The system was examined and the reported event was related to the selection of the wrong probe type. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 20, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is attributed to user selection of the incorrect probe type. The manufacturer internal reference number is: (B)(4).